Event description:
User's scooter stopped working in the middle of her school campus grounds. The unit was left outside because it couldn't be pushed. A van was sent to transport the unit back to the dealer. Unit caught fire in back of van. The driver extinguished it immediately. No one was injured. There was no property damage other than the scooter.